Event description:
It was reported that the customer received a continuous glucose monitor error (B)(4) and that the wake button was delayed in responding to touch. The customer will continue to use the current pump for insulin delivery. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of cgm error 42 was verified, however the wake button issue could not be verified. The information will be used for tracking and trending purposes.